Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d4, g4. The device was returned to olympus for inspection and the reported failure of scope error (e238) was confirmed and scope error (e117) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, it is likely scope error message e238 and scope communication error was displayed due to corrosion of the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had e117 and e238 scope errors. The issue occurred during set up inspection. There were no reports of patient involvement.